Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5 functional tricuspid regurgitation (tr) and a rotated heart for a triclip procedure. There was difficulty with imaging throughout the procedure of the patient's anatomy. During grasping attempts, a small portion of the chordae ruptured. The clip was removed and the procedure was discontinued. Per the physician, there was no device malfunction. The final tr remained at grade 5. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported tissue injury. Based on available information, the reported poor image resolution could not be determined. A cause for the reported tissue injury could not be conclusively determined. The reported patient effect of tissue injury, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.